Manufacturer narrative:
(B)(4).device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact.(B)(4)

Event description:
Same case as MDR ID#2134265-2012-00462.it was reported that before a percutaneous coronary intervention, burr damage and a guide wire fracture occurred.durng a test before insertion into the patient, the physician was rotating the rotational atherectomy burr. It was reported that the rotalink burr 1.25mm cut the rotawire floppy gold. The burr was also reported as damaged. Another device was used to complete the procedure. There were no reported patient complications and the patients status was stable.